Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown cage/plate: synfix evolution/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): clinical outcomes in patients undergoing anterior lumbar interbody fusion with synfix evolution, for a total of 337 patients (165 male and 171 female) who received treatment for anterior lumbar interbody fusion (alif) approach or combined with posterior instrumentation with synfix evolution from 1 september 2015 to 1 march 2020. The average patient age was 55.45 ± 13.57 years. The average body mass index (bmi) was 28.51 ± 5.62. In a majority of patients, 82.8%, synfix evolution implant was used in a standalone application. Fifty-one patients were also treated with pedicle screws/rods (15.1%), and 279 without posterior supplemental fixation (82.8%). Among these, 1 patient had vivigen, while others were from unknown manufacturer or competitors. Following complications were reported: revision / reoperation (see table 8): (n=23) required reoperation procedures: 2 at intraop, 2 prior to discharge, 10 at 6 weeks, 6 at 3 months, and 3 at 6 months. (N=12) had a revision in which supplemental posterior fixation was added or removed. The synfix evolution device was not removed in any of these patients. 6 of these at 6 weeks, 4 at 3 months, and 2 at 6 months. Surgical/intraoperative and prior to discharge complications (see table 6; n=25): (n=16) had intraoperative complications: (n=4) dural tear while (n=3) dural tear, posterior surgery, and (n=9) vessel injury. (N=19) had prior to discharge complications: (n=5) anemia, (n=4) csf leak, (n=2) dural tear, (n=1) epidural hematoma, (n=1) hematoma, (n=1) hypotension, (n=1) ileus, (n=2) infection, and (n=7) other. Postoperative complications (see table 7; n=133): (n=6) cage subsidence: 5 occurred at 6 weeks and 1 at 3 months. (N=5) dvt: 2 occurred at 6 weeks and 3 at 3 months. (N=2) foot drop which occurred at 6 months. (N=6) hardware failure: 2 occurred at 6 weeks, 1 at 3 months, 2 at 6 months, and 1 at 12 months. (N=8) infection: 7 occurred at 6 weeks and 1 at 3 months. (N=1) loss of bladder control which occurred at 6 weeks. (N=1) nerve damage which occurred at 6 weeks. (N=2) numbness / paraesthesia, lower extremity which occurred at 6 weeks. (N=46) pain (si, low back, leg): 16 occurred at 6 weeks, 11 occurred at 3 months, 3 occurred at 6 months, and 16 occurred at 12 months. (N=1) pain, myofascial which occurred at 3 months. (N=5) pain, other: 2 occurred at 6 weeks, 1 at 3 months, and 2 at 6 months. (N=66) radiculopathy: 17 occurred at 6 weeks, 13 at 3 months, 25 at 6 months, and 11 at 12 months. (N=1) radiographic screw halo which occurred at 6 months. (N=1) sacroiliitis which occurred at 6 months. (N=1) sciatica which occurred at 6 months. (N=4) si dysfunction: 1 occurred at 6 weeks, 1 at 3 months, and 2 at 6months. (N=5) spondylolisthesis: 2 occurred at 6 weeks, 1 at 6 months, and 2 at 12 months (n=1) spondylosis which occurred at 6 months. (N=10) vertebral fracture: 8 occurred at 6 weeks, 1 at 6 months, and 1 at 12 months. (N=1) weakness, lower extremity which occurred at 3 months. (N=6) wound related (dehiscence, seroma, delayed healing): 3 occurred at 6 weeks and 3 occurred at 3 months. (N=2) vascular claudication which occurred at 3 months. (N=14) other: 3 occurred at 6 weeks, 6 at 3 months, and 5 occurred at 6 months. Device related (n=2) (n=1) recurring spondylolisthesis ¿ breakage of internal orthopedic device at 6 weeks (n=1) hardware failure at 3 months this report is for an unk - cage/plate: synfix evolution. This is report 3 of 5 for (B)(4).

Event description:
Updated event description: this report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra): clinical outcomes in patients undergoing anterior lumbar interbody fusion with synfix evolution, for a total of 337 patients (165 male and 171 female) who received treatment for anterior lumbar interbody fusion (alif) approach or combined with posterior instrumentation with synfix evolution from 1 september 2015 to 1 march 2020. The average patient age was 55.45 ± 13.57 years. The average body mass index (bmi) was 28.51 ± 5.62. In a majority of patients, 82.8%, synfix evolution implant was used in a standalone application. Fifty-one patients were also treated with pedicle screws/rods (15.1%), and 279 without posterior supplemental fixation (82.8%). Among these, 1 patient had vivigen, while others were from unknown manufacturer or competitors. Following complications were reported: synfix evolution multicenter rev a revision / reoperation (see table 8) - (n=23) required reoperation procedures: 2 at intraop, 2 prior to discharge, 10 at 6 weeks, 6 at 3 months, and 3 at 6 months - (n=12) had a revision in which supplemental posterior fixation was added or removed. The synfix evolution device was not removed in any of these patients. 6 of these at 6 weeks, 4 at 3 months, and 2 at 6 months surgical/intraoperative and prior to discharge complications (see table 6; n=25) - (n=16) had intraoperative complications: (n=4) dural tear while (n=3) dural tear, posterior surgery, and (n=9) vessel injury - (n=19) had prior to discharge complications: (n=5) anemia, (n=4) csf leak, (n=2) dural tear, (n=1) epidural hematoma, (n=1) hematoma, (n=1) hypotension, (n=1) ileus, (n=2) infection, and (n=7) other postoperative complications (see table 7; n=133) - (n=6) cage subsidence: 5 occurred at 6 weeks and 1 at 3 months. - (n=5) dvt: 2 occurred at 6 weeks and 3 at 3 months. - (n=2) foot drop which occurred at 6 months - (n=6) hardware failure: 2 occurred at 6 weeks, 1 at 3 months, 2 at 6 months, and 1 at 12 months - (n=8) infection: 7 occurred at 6 weeks and 1 at 3 months - (n=1) loss of bladder control which occurred at 6 weeks - (n=1) nerve damage which occurred at 6 weeks - (n=2) numbness / paraesthesia, lower extremity which occurred at 6 weeks - (n=46) pain (si, low back, leg): 16 occurred at 6 weeks, 11 occurred at 3 months, 3 occurred at 6 months, and 16 occurred at 12 months - (n=1) pain, myofascial which occurred at 3 months - (n=5) pain, other: 2 occurred at 6 weeks, 1 at 3 months, and 2 at 6 months - (n=66) radiculopathy: 17 occurred at 6 weeks, 13 at 3 months, 25 at 6 months, and 11 at 12 months - (n=1) radiographic screw halo which occurred at 6 months - (n=1) sacroiliitis which occurred at 6 months - (n=1) sciatica which occurred at 6 months - (n=4) si dysfunction: 1 occurred at 6 weeks, 1 at 3 months, and 2 at 6months - (n=5) spondylolisthesis: 2 occurred at 6 weeks, 1 at 6 months, and 2 at 12 months - (n=1) spondylosis which occurred at 6 months - (n=10) vertebral fracture: 8 occurred at 6 weeks, 1 at 6 months, and 1 at 12 months - (n=1) weakness, lower extremity which occurred at 3 months - (n=6) wound related (dehiscence, seroma, delayed healing): 3 occurred at 6 weeks and 3 occurred at 3 months - (n=2) vascular claudication which occurred at 3 months - (n=14) other: 3 occurred at 6 weeks, 6 at 3 months, and 5 occurred at 6 months device related (n=2) - (n=1) recurring spondylolisthesis ¿ breakage of internal orthopedic device at 6 weeks - (n=1) hardware failure at 3 months synfix evolution multicenter rev b revision / reoperation (see table 7; n=22/10) - (n=22) revision: (n=1) prior to discharge, (n=8) at 6 weeks, (n=2) at 3 months, (n=4) at 6 months, (n=7) at 12 months; in which supplemental posterior fixation was added or removed. The synfix evolution device was not removed in any of these patients. - (n=10) reoperation: (n=2) prior to discharge, (n=3) at 6 weeks, (n=2) at 3 months, (n=2) at 6 months, (n=1) at 12 months surgical and prior to discharge complications (see table 6; n=27) - (n=9) had intraoperative complications: (n=4) dural tear, vessel injury (n=5) - (n=18) had prior to discharge complications: (n=1) abnormal lab results, (n=4) acute blood loss anemia, (n=1) delayed mobilization, (n=1) dural tear, (n=1) epidural hematoma, (n=2) ileus, (n=1) infection, (n=2) low o2 saturation levels, (n=1) persistent csf leak, (n=1) prolonged spinal drain output, (n=1) prolonged hospital stay, (n=1) respiratory complications, (n=1) stenosis, (n=1) testicular swelling, (n=1) uti postoperative complications (see table 7; n=189) - (n=36) back pain: (n=5) occurred at 6 weeks, (n=8) at 3 months, (n=15) at 6 months, (n=8) at 12 months - (n=2) back pain d/t fall at 6 weeks - (n=1) bertolottis at 3 months - (n=3) bilateral lower extremity edema: (n=2) at 6 weeks and (n=1) at 3 months - (n=2) bilateral lower extremity weakness: (n=1) at 3 months and (n=1) at 12 months - (n=4) bilateral lower extremity pain: (n=2) at 3 months, (n=1) at 6 months, and (n=1) at 12 months - (n=1) broken z-rod at 12 months - (n=4) cage subsidence at 6 weeks - (n=3) coccyx pain: (n=1) at 6 weeks, (n=1) at 3 months, (n=1) at 6 months - (n=1) complex regional pain at 6 weeks - (n=1) cva at 6 months - (n=2) delayed wound healing: (n=1) at 6 weeks and (n=1) at 3 months - (n=4) dvt: (n=2) at 6 weeks, (n=2) at 3 months - (n=1) facet spondylosis at 6 months - (n=4) fall: (n=1) at 6 weeks, (n=2) at 3 months, (n=1) at 6 months - (n=1) fatigue at 3 months - (n=4) foot drop: (n=1) at 6 weeks, (n=1) at 3 months, (n=1) at 6 months, (n=1) at 12 months - (n=1) foraminal stenosis at 6 months - (n=2) groin pain: (n=1) at 3 months and (n=1) at 6 months - (n=4) hardware failure: (n=1) at 6 weeks, (n=1) at 3 months, (n=2) at 6 months - (n=1) hip pain at 6 months - (n=1) hyperkyphosis thoracic spine at 6 months - (n=8) infection: (n=7) at 6 weeks and (n=1) at 3 months - (n=2) leg edema: (n=1) at 6 weeks and (n=1) at 3 months - (n=1) loss of bladder control at 6 weeks - (n=2) lower extremity paresthesiai: (n=1) at 6 weeks and (n=1) at 3 months - (n=4) lower extremity pain: (n=3) at 6 weeks and (n=1) at 6 months - (n=3) lumbar spondylolisthesis: (n=2) at 6 weeks and (n=1) at 6 months - (n=1) nephrolithiasis at 6 months - (n=1) nerve damage at 6 weeks - (n=1) non-union at 12 months - (n=1) als at 3 months - (n=49) radiculopathy: (n=17) at 6 weeks, (n=9) at 3 months, (n=15) at 6 months, (n=8) at 12 months - (n=1) rectal spasm at 3 months - (n=1) retrolisthesis at 12 months - (n=3) sacral fracture: (n=2) at 6 weeks and (n=1) at 3 months - (n=1) sacroiliitis at 6 months - (n=2) broken screw: (n=1) at 6 months and (n=1) at 12 months - (n=1) sciatica at 6 months - (n=1) screw radiolucency at 6 months - (n=2) seroma: (n=1) at 6 weeks and (n=1) at 3 months - (n=1) si dysfunction at 6 weeks - (n=2) si joint dysfunction: (n=1) at 3 months and (n=1) at 6 months - (n=6) si pain: (n=3) at 6 weeks, (n=1) at 3 months, (n=1) at 6 months, (n=1) at 12 months - (n=1) spinous process fracture at 12 months - (n=1) stretch palsy at 6 weeks - (n=1) s2 fracture related to fall at 6 weeks - (n=1) s2 fracture with low back pain at 6 weeks - (n=4) trochanteric bursitis: (n=2) at 6 weeks, (n=1) at 3 months, (n=1) at 6 months - (n=1) uti at 6 weeks - (n=1) vascular claudication at 3 months - (n=1) wound dehiscence at 6 weeks device related (n=2) - (n=1) recurring spondylolisthesis ¿ breakage of internal orthopedic device at 6 weeks - (n=1) hardware failure at 3 months this is for depuy synthes synfix evolution.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: b5 and h6 (medical device problem code, health effect - impact code and health effect - clinical code). H6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.